Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694865 implantable tachy lead - 2007 (B)(6); 507652 implantable pacing lead - 2013 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was turned off last month due to diaphragmatic stimulation. This month, at the patient's follow up visit, each lead was tested individually and none caused diaphragmatic stimulation. However, when the clinician turns the lv back on and it is biventricular pacing the diaphragmatic stimulation returns. All different vectors for the lv lead were tried, but they all caused stimulation. It was noted that the patient had a superficial infection. The lead remains in use as the clinician turned off the lv lead and will check it again in a month. No patient complications have been reported as a result of this event.